Event description:
On (B)(6) 2006, this pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. On (B)(6) 2011, the pt presented for f/u CT that revealed a type ii endoleak with aneurysm growth of 2cm. Images were sent and reviewed by gore imaging svs. Confirmation of the type ii endoleak was determined by gore imaging svs and the physician. The physician has not planned a reintervention for the pt but was referred to an interventional radiologist for possible coiling and/or other treatment options.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.